Event description:
Pt code situation in ir. The catheter was inserted and dilated in the artery and then the catheter broke. The sales rep attempted to inquire about the pt's status; however the facility's clinical resource manager would not supply any type of pt info / status and or condition. (B)(6) 2012, additional information received from rep: I did end up speaking with the doctor this afternoon and did get more information. I can't say that I understood all of his explanation, but I will attempt to summarize as best I can: balloon burst and doctor tried to remove through sheath. The doctor didn't fell added resistance, but when balloon catheter fully removed, they realized balloon was not attached. X-ray showed balloon catheter broke in iliac artery, but still on the wire. To remove broken piece, doctor accessed other femoral artery (so had access from both sides) and used snare to grab wire. They used small french catheter to push broken piece over the wire and through the newly accessed site. After removal, the right iliac was thrombosed, but no visible bleeding was under x-ray. Removed iliac thromboses with angiojet. Another angiogram was taken which showed more thrombosed area in the lower leg. At this point the doctor admitted pt to the operating room. At this point, a series of events that the rep can't summarize occurred that ultimately led to the pt's passing. The doctor feels if the balloon catheter had not broken, the events that led to the pt death would not have occurred.

Manufacturer narrative:
(B)(4). Investigation / evaluation: initial report was submitted to FDA under 1820334-2012--00570 on 13dec2012. File was reopened on 09dec2015 due to receipt of additional information from product testing. The product was retained at cook research incorporated (¿cri¿) and inspection was permitted under an approved protocol on july 23, 2015, as reported by cri in its non-clinical test report of october 23, 2015. The following is summarized information and contains information on the device as received prior to any manipulation: the balloon catheter was received in two segments. The proximal balloon catheter (referred to as test article 9161 1 in cri test report) consisted of the catheter hub, strain relief, catheter shaft up to the proximal balloon bond, and a portion of the balloon. The distal balloon catheter (referred to as test article 9161 2 in the cri test report) consisted of the distal end of the catheter including the tip, 2 marker bands, and a portion of the balloon. Segment 9161 1 measured 76.25 cm from the distal strain relief to the proximal end of the green catheter tubing. Segment 9161 2 measured 4.05 cm along its entire length, but had a catheter section that was "accordion folded." The accordion folded section of 9161 2 measured 2.9 cm in length from the proximal end of the catheter segment to the proximal end of the marker bands. The catheter shaft had broken where the proximal end of the balloon was bonded to the catheter. Several surface deformities, including small kinks or dents and other surface irregularities were noted on segment 9161 1. Additionally, a geometric irregularity near the proximal balloon bond was noted, but this is normal for the balloon bonding process. Segment 9161 2 was severely accordion folded, and both marker bands were pushed distally along the catheter against the distal end of the balloon section on that part of the catheter. The segment had varying shades of green, with lighter regions indicating where the catheter had been stretched prior to any manipulation. The balloon was received in two pieces prior to any manipulation. The proximal end of the balloon was on segment 9161 1 and the distal end of the balloon was on segment 9161-2. The balloon was torn in a tapered configuration, and measured approximately 8 mm in length to the shortest edge of the balloon and 11.5 mm in length to the longest edge of the balloon. The distal balloon segment on 9161 2 was accordion folded and folded upon itself, so measurements were not taken prior to unfurling. On balloon segment 9161 1, a longitudinal (linear) tear was proximal to a tapered circumferential tear. The tip (on 9161 2) was non circular with one protrusion. The following is summarized information from the cri report and contains information during/after device manipulation. Segment 9161 2 was soaked in 28 deg c water for about 8 minutes to remove excess dried liquid(s) and to warm the polymer components to aid in carefully unfurling the accordion folded sections of the catheter and balloon. The unfurled length of catheter (measured from the proximal end of the catheter segment to the proximal end of the marker bonds) measured 2.9 cm in length as it was received, and measured 4.2 cm in length after the balloon was unfurled with a non-destructive probe. The entire length of the segment measured 5.35 cm unfurled. The balloon segment (proximal end of balloon segment to distal balloon bond) measured 1.95 cm at its shortest length and 2.55 cm at its' longest length. The tip was damaged during the unfurling process. Figure rpt 67 in the cri report shows the distal end of segment 9161 1 with balloon and unfurled catheter and balloon on 9161 2 arranged in their suspected orientation prior to breaking in vivo. Note: end of summary for the report. As indicated in the report (figure rpt 20) a geometric irregularity that is considered normal was found near the proximal balloon bond. The cri report showed this in an image of an unused device per figure rpt 4. Additionally, this geometric irregularity is depicted in a referenced drawing. The complaint device was to have a 2 cm (20 mm) long balloon on the balloon catheter, as measured from the between the ends of the proximal and distal balloon cones (end of the tapered portions), which is also at the outside ends of the radiopaque markers on the catheter shaft. The balloon on the complaint device was severely damaged. Although test report ts140128 r documented unfurling of the balloon, the balloon could not be fully returned to its full length; therefore, a precise measurement could not be taken. The tubing underneath the balloon on 9161 2 appears to have been stretched, based on the discoloration and the displaced marker bands. Both marker bands were located towards the distal end. Marker bands are swaged on the tubing during the manufacturing process and only become displaced if the tubing is stretched, therefore reducing the ID of the tubing, allowing the marker bands to move. There was no evidence of a manufacturing related issue on the product. A review of the manufacturing documentation for lot 3428381 showed that one device was scrapped during the product build. The balloons came from two different lots which did not have any nonconformances. Both of the balloons subassembly work orders used balloons from the same raw material lot number. All of these balloons were accepted at incoming qc and inspected with no rejected materials on this lot. The inspection steps and verification tests that were previously listed in the original investigation above (from 12dec2012) are representative of inspection steps performed on the device during its time of manufacture and of verification tests that were completed prior to the manufacture of this device lot. Balloons are designed to burst linearly (longitudinally). The presence of crow's feet assists in the linear burst, which are to be present on their products raw balloon (this criteria was inspected for at the time of device manufacture). IFU t_35lp_rev3 was supplied with this product's lot number. That instructions for use booklet (¿IFU¿) states, in the ¿device description¿ section, that, ¿[t]he balloon is manufactured from an extra thinwall, high strength, minimally compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures." [Emphasis in IFU]. The IFU further states the following in the warnings section, "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation parameters in the compliance card insert. Over inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." The IFU states the following in the precautions section: "the advance 35lp low profile pta balloon dilatation catheter has been designed for introduction into the vascular system utilizing percutaneous (seldinger) technique. Alternatively, an introducer sheath may be utilized. Refer to label information for appropriate introducer sheath size. In heavily scarred access sites, use of an introducer sheath is recommended." The IFU states the following in the instructions for use section, in the balloon introduction and inflation subsection: ¿3. Under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers. Note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution. 4. Inflate the balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert). 5. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ further on in the instructions for use section of the IFU, in the sub-section balloon deflation and withdrawal, the IFU states this: ...[step 2] upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous entry site. 3. If resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit." The balloon has a nominal pressure of 8 atm, a rated burst pressure of 12 atm, and is compatible with a 5 fr. Introducer sheath. The pressure to which the balloon was brought during the procedure was not reported. The french size of the introducer sheath used was not reported, but it is known that a sheath was used. Pre existing conditions were not provided. As the inflation pressure used was not supplied, it is possible that the user over inflated the balloon, contributing to the rupture. The cri test report showed evidence of a longitudinal tear and a circumferential tear. The device is designed to burst longitudinally, but a circumferential tear or burst may occur. Potential contributing factors to a circumferential tear, burst or separation include tortuous patient anatomy, highly calcified vessels (calcifications can have unexpected sharp protrusions), overinflation, and improper removal technique. Per the description of event, after the balloon burst, the physician tried to remove the balloon catheter through sheath. The physician appears to have met resistance when he first tried to pull the deflated balloon on the catheter back, as he upsized to a 7 french sheath, and then later to an 8 french sheath in order to withdraw the balloon catheter segment through the sheath. That was against the IFU. Per paragraph 5 of the subsection on balloon introduction and inflation of the instructions for use section in the IFU, ¿if pressure is lost or rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ after a balloon burst occurs, balloon rewrap is difficult as one can no longer fully deflate the balloon with a syringe. If withdrawal through a sheath is attempted, the balloon would likely have difficulty fitting through a sheath, especially if the burst was circumferential. The distal balloon portion of a circumferential burst would likely not be able to fit through the tip of a sheath, the balloon may bunch up on itself, or it may fold back upon itself (turning inside out) which could lead to catheter or balloon separation. Examination of the device at cri suggests that this may well have occurred here. Although the user did not report that he felt resistance, examination of the device revealed evidence of resistance, as the distal portion of the catheter was stretched. Imaging from the case was provided and show the narrowed area, appearing to be narrowed due to calcification. This is the area in which the balloon was inflated. Another image shows the inflated balloon on the patient's right side of the bifurcation, which would be within that narrowed area. The inflation pressure used is not known, but it is possible that the calcification contributed to the rupture. The calcification or overinflation could have contributed to the balloon rupture. The root cause for the balloon rupture remains unknown. Based on the imaging and the examination at cri, the root cause for the catheter separation remains unknown. The physician¿s apparent failure to follow proper removal procedures following the burst of the balloon may have contributed to the device separation, as the proximal end of test item 9161-2 may well have gotten caught on the edge of the sheath at the distal end of test item 9161-1 as the physician tried to pull the balloon catheter back into the sheath. Other potential contributing factors such as tortuous anatomy and the tightly calcified lesion may have played a role in the separation of the catheter. A definitive root cause for the separation cannot be determined.

Event description:
Updated event description based on excerpts from the procedural notes. The following occurred: initially, the left femoral artery access was obtained using the femoral seldinger technique and fluoroscopy guidance. A catheter was introduced into the abdominal aorta and diagnostic angiogram reveals a patent right and left renal artery and the significant aortoiliac atherosclerotic occlusive disease. There is a right common iliac stenosis of approximately 60%. The left common iliac has some atherosclerosis noted. The right and left hypogastric arteries are patent. The external iliac arteries are patent. Next, a catheter was pulled down above the aortic bifurcation, oblique angles were obtained. There appears to be a critical stenosis of at least in the order of 70-80% on oblique angles in the proximal right common iliac artery emanating off the aortic bifurcation. The right superficial femoral artery also has a moderate stenosis of approximately 60% just beyond the profunda bifurcation. There is a moderate atherosclerotic occlusive disease in the superficial femoral arteries. In the left leg, there appears to be an anterior tibial artery in the ankle joint. The posterior tibial artery is very small and diseased on the left. The posterior tibial on the right is not well visualized and it appears to be occluded distally. Next, attention was directed at the right common iliac and superficial femoral artery stenosis. Initially, a wire guide and catheter placed up and over into the aortic bifurcation to the proximal right superficial femoral artery where the stenosis identified. Using a 4mm x 2cm cook advance balloon, the critical stenosis in the proximal right superficial femoral artery was balloon angioplastied. Post balloon angioplasty there is no dissection or dye extravasation. There is a residual stenosis of approximately 30%. Next, our attention was directed at the right common iliac stenosis. This critical stenosis was balloon angioplastied with a 7mm x 2cm cook advance balloon. The balloon was deflated and pulled back and it appeared that the catheter balloon segment of the shaft broke off and was still in the wire even though the shaft had been removed. The physician initially tried to retrieve the shaft, and then decided to proceed with an endovascular attempt of snaring the wire up and over the aortic bifurcation and trying to pass the broken shaft segment through the sheath. The sheath on the left side was then upsized to a 7 fr sheath and then eventually an 8 fr sheath in order to try to get the broken shaft segment to pass into the sheath over a wire guide. The patient developed a significant hematoma in the process of exchanging catheters and upsizing the catheters. Using a snare, the wire guide was successfully snared and then a catheter was passed on to the wire and was used to push the retained balloon graft segment into the sheath and the sheath was eventually removed, while manual compression was applied on the left side. The patient did develop significant hematoma from this. Contrast dye was then injected on the right side and there was evidence of a thrombosed right ileofemoral artery. In the process of snaring this broken fragment segment, the right ileofemoral artery thrombosis was noted, therefore an angio jet was used to macerate and aspirate out the clot. It appears that most of the clot was able to be retrieved, however, where the catheter was inserted in the right common femoral artery, there was retained thrombus that will be inaccessible via angio jet necessitating operative exploration. At this point, the patient started to become hemodynamically unstable, presumably from a left retroperitoneal bleed and hematoma from the left groin. Suspecting the possibility of bleeding from the left groin, the physician performed further contrast imaging studies to help identify any bleeding sources. There was no bleeding found from the bilateral common and external iliacs, or left femoral artery puncture site. The left femoral sheath had previously been removed and manual compression was well as a hemostatic v-pad had been applied. Flow was noted from the left ileofemoral arteries with no contrast extravasation to suggest active bleeding. The right common femoral artery is occluded at the sheath entry site. The patient was stabilized enough in order to proceed with emergent operative right femoral thromboembolectomy. Lastly, the right femoral sheath was also removed and manual compression was applied as well as a hemostatic patch in a standard fashion with manual compression and a hemostatic v-pad. The patient will need emergent right ileofemoral thromboembolectomy. The patient passed away the following day.

Manufacturer narrative:
Investigation/evaluation: no product was returned to assist in this investigation. Per design failure mode effects assessment balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device leak tested and the balloon bonds are examined per quality control specification. Each device is shipped with an IFU that delineates the proper inflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The complaint device was not returned and inflation pressures were not provided. Information on procedure, pt anatomy, or conditions of the lesion were not provided. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. In the absence of specific information the root cause is inconclusive. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.